Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that user access was restricted due to missing role and facility assignment in patient encounter system (pes). The technical support specialist (tss) confirmed the issue, advised the user to contact the manager for role reinstatement and facility assignment, corrected the name in salesforce. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient list was not appearing on multiple station; after logging in and searching for patient details, the screen remained blank, and the issue persisted despite rebooting the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.